Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693158 lead: (B)(6) 2007. A 5076-52 lead: (B)(6) 2003. D154atg ICD: (B)(6) 2006. A 6945-65 lead: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not able to be extracted due to expected subclavicular crush. The ra lead was in activated and abandoned. No patient complications have been reported as a result of this event.